Manufacturer narrative:
The following other devices were also listed in this report: unknown baseplate; cat# unknown; lot# unknown; unknown insert; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Sus voluntary event report mw 5044894 stated: I waited 18 months to have my left knee replaced with the otismed procedure and after installation it failed. It was installed by dr (B)(6), at (B)(6) orthopedics in (B)(6) 2011. By (B)(6) 2011 it was loose and needed to have a thicker disc installed. A month after this revision it was getting loose again and had 7-8 pain all the time. He could not figure why I had so much pain but said at that time there was nothing more that could be done with it or the pain so I would have to live with it. After he said that I asked dr (B)(6) at (B)(6) to look at my knee and he agreed to attempt to fix my knee. After a CT scan he determined my lower implant was rotated 12 degrees and needed to be replaced again. In (B)(6) of 2013 he did a revision that replaced most of the parts but left the upper implant intact. The lower implant was rotated 12 degrees and also was too large, so a small implant was installed at that time. I still take pain meds to keep the pain below a 4-5 on the pain scale, which I can live with at this time. I thank god that dr (B)(6) was willing to take my case because I could not continue with 7-8 pain. I am using a cane to help me get around but have trouble walking more than a block or so. This report covers: I still take pain meds to keep the pain below a 4-5 on the pain scale, which I can live with at this time. I thank god that dr (B)(6) was willing to take my case because I could not continue with 7-8 pain. I am using a cane to help me get around but have trouble walking more than a block or so. Additional information from customer: (this pi to cover) pain after revision. Patient says he needs to use a cane to walk.

Manufacturer narrative:
The following device catalog and lot numbers were reported as unknown in the initial MDR report: triathlon ps x3 tibial insert; cat# 5532-g-519; lot# mld81t, triathlon prim cem fxd bplt #5; cat# 5520b500; lot# ecskp. The following devices were added to this report: simplex p - us full dose 10-pk; cat# 61911010; lot# rau017, simplex p - us full dose 10-pk; cat# 61911010; lot# rjt172, simplex p - us full dose 10-pk; cat# 61911010; lot# unknown. An event regarding alleged pain involving a triathlon left ps femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: after review of patient medical records, the clinical consultant concluded inadequate soft tissue balancing and malrotation of the tibial component resulted in the symptoms described requiring two revision surgeries ((B)(6) 2012 and (B)(6) 2013). There was no clinical documentation concerning alleged pain after the second revision left tka. Device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: review of provided patient medical records indicated a history of left knee osteoarthritis, pain and instability. Instability due to malrotation (malposition) of the baseplate led to the second revision left tka ((B)(6) 2013). There was no clinical documentation concerning alleged pain after the second revision left tka. Patient medical records were reviewed by a clinical consultant on 7-jan-2016 and 31-jan-2016. The clinical consultant concluded noted that inadequate soft tissue balancing and malrotation (malposition) of the tibial component resulted in the symptoms described requiring two revision surgeries ((B)(6) 2012 and (B)(6) 2013). No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Sus voluntary event report mw 5044894 stated: I waited 18 months to have my left knee replaced with the otismed procedure and after installation it failed. It was installed by dr (B)(6), at (B)(6) orthopedics in (B)(6) 2011. By (B)(6) 2011 it was loose and needed to have a thicker disc installed. A month after this revision it was getting loose again and had 7-8 pain all the time. He could not figure why I had so much pain but said at that time there was nothing more that could be done with it or the pain so I would have to live with it. After he said that I asked dr (B)(6) at (B)(6) to look at my knee and he agreed to attempt to fix my knee. After a CT scan he determined my lower implant was rotated 12 degrees and needed to be replaced again. In (B)(6) of 2013 he did a revision that replaced most of the parts but left the upper implant intact. The lower implant was rotated 12 degrees and also was too large, so a small implant was installed at that time. I still take pain meds to keep the pain below a 4-5 on the pain scale, which I can live with at this time. I thank god that dr (B)(6) was willing to take my case because I could not continue with 7-8 pain. I am using a cane to help me get around but have trouble walking more than a block or so. This report covers: I still take pain meds to keep the pain below a 4-5 on the pain scale, which I can live with at this time. I thank god that dr (B)(6) was willing to take my case because I could not continue with 7-8 pain. I am using a cane to help me get around but have trouble walking more than a block or so. Additional information from customer: (this pi to cover) pain after revision. Patient says he needs to use a cane to walk.